Event description:
Customer reported an unresponsive wake button. Customer's blood glucose level was not impacted as the pump had not yet been used for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.